Manufacturer narrative:
The product associated with this complaint was not returned. The complaint could not be verified. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.

Manufacturer narrative:
Abutment screw lot number unknown/not provided. Product requested but not received. Product not returned to manufacturer.

Event description:
It was reported that abutment screw came out from patient's mouth (2) two days after the placement. Another abutment screw was placed and is still holding. Tooth location #30.